Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalize for a blood glucose level of 400 mg/dl. Customer experienced diabetic ketoacidosis. Customer was forgot to change the battery in their insulin pump and the device shut off. Customer was not in auto mode at the time of the incident. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4).